Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that device component detachment occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Prior to ablation, a metallic piece at the end of the farawave catheter detached. No further information was provided on the solution or procedure outcome. No patient complications were reported. The device is not expected to be returned for analysis. No further information was provided.